Manufacturer narrative:
The AED has been received and the investigation will be initiated. The pads used during the rescue are not available for evaluation.

Event description:
The customer reported the AED was used in a rescue and after placing the pads on the patient the AED keep saying the pads weren't connected. When the nurse pushed down on the pads the AED began analyzing the patient's rhythm, but when she removed her hands the AED went back to saying the pads weren't connected. The same problem occurred with another set of pads.

Manufacturer narrative:
The AED was received at cardiac science and passed all incoming tests. The device successfully delivered 3 shocks into a defibrillation analyzer. It correctly advanced to the "do not touch patient analyzing rhythm" voice prompt after pads were placed on the defibrillation analyzer. This test was successfully repeated at impedances of 25, 50, 75, and 100 ohms. Thirty (30) second self tests were run for 25 minutes without any errors. The AED was opened and examination and measurement of internal components that could impact the patient impedance circuit found no problems. Visual inspection of the main pcba with a microscope found no defects. A simulated rescue with new pads and a defibrillation analyzer was performed. After attaching the first pad, the AED correctly prompted the user to place the second pad. After the second pad was placed the device charged and successfully delivered a shock. A series of 3 shocks were delivered during the simulation with the AED correctly prompting for CPR following each shock. The root cause of the reported problem wasn't identified and testing was unable to duplicate the reported problem. There were no hardware or software problems and the device functioned correctly. Based upon the rescue event description, the electrical contact between the pads and the patient was poor and the AED couldn't detect the patient and begin rhythm analysis until electrical contact was improved by pressing down on the pads. The poor contact may have been caused by the condition of the patient's skin, damaged electrodes, or user error. It is unlikely the electrodes were damaged prior to use because the AED would not have been "rescue ready" when the rescue started. It is possible the pads were damaged at the time of the rescue due to user error. The rescuers noted the patient's skin was "clammy" and this likely caused the problem. Excessive moisture can prevent pads from adhering well and will affect the electrical connection between the pads and the patient.

Event description:
Since the initial report was submitted more information about the event was received from the customer. The AED and pads were placed on the patient at the start of the rescue, but the pads weren't adhering. New pads were attached to the patient and appeared to be adhering, but the AED continued to prompt the user to place pads on the chest. When the nurse pressed down on the pads the AED started to analyze the patient's heart rhythm and when she released pressure the AED repeated place pads prompt. With the second set of pads still on the patient, the rescuers tried using a different AED, but experienced the same problem. After attaching a third set of pads the other AED was able to analyze the patient. The staff reported the patient was "clammy" and that could have been a factor.